Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while she was in the middle of changing her set, her insulin pump broke. Her blood glucose was unknown. She stated that insulin began pouring out when she took out the reservoir and half of the reservoir compartment broke off and the o-ring was loose. The customer said that she tried to fill a reservoir and she had one that worked about a week prior but now they will not lock into the insulin pump. During troubleshooting, the customer stated that the top of the reservoir was missing and that it occurred when she took it out of the insulin pump. She also mentioned that she had three infusion sets that she wasn¿t able to use. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump and the reservoir were returned for analysis.

Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test, self test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, stained end cap sticker and minor scratches on display window noted. No moisture damage noted on electronics and motor assembly.